Event description:
It was reported to philips that the equipment failed to acquire images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned vascular treatment was performed by the customer and completed as planned. The philips field service engineer (fse) inspected the system on site and confirmed that the equipment failed to acquire images. Upon troubleshooting, the fse found that the issue with iscv was not received. To resolve this issue, the fse restarted the system. After that the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without an impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.